Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the tip of the journey uni tibial impactor broke upon impaction, while trailing. No piece fell into or was left in the patient. The procedure was completed using a s+n backup device. No harm to any patient or surgical delay occurred.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the tip of the impactor broke during impaction. Per complaint details, nothing fell inside the patient. There was no patient injury or delay, and the procedure was completed using a backup device. No further clinical assessment is warranted. A visual inspection confirmed the tip broke off the jrny uni tibial impactor and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.